Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: (B)(6) hospital in australia informed cook of an incident involving a c-ntse-2.4-115-nct4 (n-compass nitinol stone extractor) from lot 9978591. It was reported that the basket could not be removed from patient while deployed to remove a gall stone. Tension was experienced by the surgeon while trying to remove the basket and stone. The stone diameter is unknown. The basket was cut free to enable removal of the choledocoscope and remained in the patient. The patient was transferred to a different facility for further treatment. A review of the complaint history, device history record, drawing, instructions for use (IFU), and quality control procedures of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. A review of the device master record concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was also conducted as a part of the investigation to check for failure related nonconformances and additional complaints. The DHR for lot 9978591 records no relevant non-conformances. Cook also reviewed the DHR for the basket component lot, and found no related non-conformances. A database search for complaints on the reported lot found no additional complaints reported from the field. Cook concluded that no nonconforming product from this lot exists in house or in the field. The device is shipped with instruction for use (IFU) which provides the following information to the user related to the reported failure mode: "warnings the device is designed for the removal of stones and debris no larger than 0.8cm in diameter. Precautions: if resistance is encountered while attempting to remove a stone or other debris, release the object. Excessive force could result in device damage, such as the inability to open/close device and basket separation. How supplied: upon removal from package, inspect the product to ensure no damage has occurred." The information provided upon review of device history record, product labeling, and the device master record indicated the device was manufactured to specification. It was concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. It is possible that the stone that was larger than the device allows, but this was not confirmed. The appropriate internal personnel have been notified. Per the risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 24jan2022. It was reported that although stone measurements are not known, the basket was able to encapsulate the stone. The stone/basket was not retrieved by the reporting facility and no us/CT measurements or visual confirmation were able to be provided by the scrub nurse or clinician.

Manufacturer narrative:
Customer (person): country: (B)(6). Postal code: (B)(6). Phone: (B)(6). Occupation: clinical products officer. PMA/510(k) #: k173009. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the basket of a n-compass nitinol stone extractor was difficult to remove from the patient while deployed. The device was being used for a laparoscopic cholecystectomy procedure to remove a gallstone. The user experienced tension during attempted removal of the basket and stone. As a result, the basket was "cut free" to enable removal of the choledochoscope. Following, the patient was transferred for further treatment. No adverse effects to the patient have been reported.